Event description:
It was reported that before a laparoscopic bowel resection procedure, the device wasn't working properly. The device was removed and the nurse began to re-torque the device. While hand tightening the instrument, the tip of the instrument broke off in his hands. There was no pt consequence and a new device was opened and the procedure was completed with this.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis showed that the device was returned with the distal tip of the blade broken off with the piece returned. The remaining blade portion was scratched. Possible caused of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.